Manufacturer narrative:
Clarification to (B)(6) 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a during an attempted xen45 gts placement in the left eye that they "had a very difficult time trying to get the needle to tunnel through sclera" and "the needle did not retract into the sleeve of the injector when the blue slider was pushed forward to a full stop." No eye injury noted. Surgery was completed with a backup device.